Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The severely calcified, target lesion was in the extremely tortuous distal right coronary artery (rca). The lesion was pretreated with a 1.75mm rotablator burr and an unk sized balloon catheter. An unk sized taxus express2 drug eluting stent (des) had been implanted in the distal right coronary artery (rca). The physician then selected a 3.0x32mm taxus express2 des to treat the mid rca with overlap of the previously implanted taxus express2 des. The physician attempted to advance the 3.0x32mm taxus express2; however, the device would not adequately pass the previously implanted taxus express2 des. It was noticed that the distal side of the stent was "lifted up." The procedure was completed with another device. There were no pt complications reported with the pt's current condition listed as "good."